Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. Analysis of the sample showed that the towel under the sample looks to be stained. However, bd was not able to determine the cause of the failure from the evaluation of the photo. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient returned to the ward on (B)(6) 2025, following coronary artery bypass graft surgery. Multiple active pharmaceutical ingredients were administered via a microinfusion pump. Due to insufficient original access, a three-way connector was used to increase access points. After connecting the three-way connector for infusion, leakage occurred at the connection site. The three-way connector was immediately replaced, and no harm was caused to the patient.